Manufacturer narrative:
This is one event (death) for the same pt involving two separate products. Associated MDR #1225714-2013-00784.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on or about (B)(6) 2008, after the use of the product.

Manufacturer narrative:
Additional information has been requested and will be submitted upon receipt accordingly. This is one of two device reports related to this event. Associated manufacturer report numbers are 1225714-2013-00784 and 1225714-2013-00785.